Manufacturer narrative:
Exact date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient and device information.

Event description:
It was reported that the patient was unable to charge the ipg. As a result, the ipg had become inoperable. Surgical intervention occurred on (B)(6) 2023 during which the ipg was explanted and replaced to address the issue.